Manufacturer narrative:
Additional information had been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the implant replacement occurred on march 05 and implant has been returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began last year. Patient stated they had to have the recharger in a certain way in order for the implant to charge and it was just a hassle. Patient also noted they tried letting representative know about the issue but the representative(rep) kept saying it was a 9 year battery and nothing to do with the battery. Patient also mentioned they have the same settings but the implant battery lasts for 2 days and the implant battery use to last a week with the original settings. Patient confirmed that they had the same settings as before when they changed some settings and added more stuff. Agent asked the patient if they had any reprogramming done and patient noted that they hadn't had any programming done even though they were on group b at the lowest intensity and they still barely feel the stimulation and if they went to any other group, it would drain the battery late by the end of today. Patient mentioned they are on group b at intensity 4 and they decreased their intensity from 8 to down to 4 because at 8 the implant was battery was draining so implant charge lasts a couple days. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent walked patient through resetting the controller; controller showed 100% and implant 50%. Agent instructed patient to start a charge session; controller showed poor recharge quality. Patient confirmed poor recharge quality was the message they would get then eventually they would connect to the normal charging screen when charging their implant. Agent reviewed role of rep and reviewed implant battery was dependent on the usage and therapy settings. The issue was not resolved. A request was sent to the repair department to replace the recharger. Agent redirected patient to their healthcare provider(hcp) to further address the issue of the implant charge lasting 2 days now instead of a week. Agent sent an email to patient registration to update the patient's address. When asked for hcp, patient mentioned they go to the va. Due to the background noise and agent hearing their own voice back on the call when agent speaks, agent had difficulty clarifying certain details and did their best to accurately document information given at time of call.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was premature/abnormal implantable neurostimulator (ins) depletion. Patient reports having to charge the ins more frequently, and for longer periods of time. The patient had their ins replaced. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [intellis], model [97715], s/n (B)(6), revealed. Analysis found"the implantable neurostimulator (ins) passed functional testing" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.